Event description:
Boston scientific received information that this device exhibited a high out of range shock impedance measurement of greater than 125 ohms. The cause of the impedance issue remains unknown and no intervention has been performed at this time. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.